Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's lcd screen was not working. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was not working. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.